Event description:
It was reported that one disposable disconnect y-set was leaking at the y connection. This was observed right before connection for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Date of event: the event occurred in november 2022. The device was not returned and the lot number is unknown. Therefore; a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.